Manufacturer narrative:
The insulin pump was programmed with the test transmitter and glucose sensor simulator and communicated properly. The blood glucose value was displayed properly on the display graph. The insulin pump was also programmed with a test glucose meter and communicated properly. The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly, sensor glucose versus blood glucose differences and motor error alarm. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was unable to complete rewind sequence. Customer's blood glucose was 266 mg/dl. During troubleshooting for keypad anomaly, it was found that numbers where scrolling on screen. Customer also reported that insulin pump was exposed to moisture from exercising. Customer was advised that insulin pump would need to be replaced.